Event description:
Physician was performing hysteroscopy with resection,using a resectoscope loop. While using the first loop, the instrument broke, but did not completely separate. A new loop was taken from the package, and during the first pass of the instrument, the entire loop broke off into the pt. Pt's uterus was perforated during attempt to remove device fragment. Fragment may still be retained; pt aware.